Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was notified of a medwatch report for the following event: it was reported a therapeutic cystoscopy was being performed for bladder stones. The guidewire tip peeled off during insertion and was visualized in the patient's urethra via camera during the cysto. A second one was opened and small pieces of the tip of the guidewire coating/sheath were noted. The doctor ended up having to do an ultrasound guided percutaneous suprapubic catheter insertion instead. Additional follow-up was conducted with the customer. The procedure being performed was a cystoscopy with laser, litholapaxy, direct vision internal urethrotomy. The customer confirmed two guidewire tips peeled off. It was unknown if the guidewire pieces were retrieved from the patient. The ultrasound guided percutaneous suprapubic catheter insertion was not done because of the device malfunction, but rather because the surgeon was unable to find a good passage going into the urethra. The urethra was calcified at the distal end of the bulbar urethra which necessitated the change in procedure. No further patient harm was reported. This is report 2 of 2.